Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (abnormal shutdown/code 107(multiple abnormal shutdowns) was investigated. As received, the monitor passing incoming testing. The code 107 and abnormal shutdowns were unable to be duplicated during testing but were confirmed in the patient's downloaded software flag files. The cause for the code 107/abnormal shutdowns was isolated to an intermittent u104 pxa processor. The root cause for the defective u104 pxa could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it was resetting.